Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no audio from the speaker. The device was in clinical in use when the issue was found. There was no report of patient or user harm.